Event description:
It was reported that an ilet user experienced a mechanical issue in which the connector fractured during removal, leaving the cartridge and a portion of the connector stuck in the pump; the user attempted extraction with tweezers without success and reported ¿hitting a wall,¿ consistent with a failed disconnection and obstructed cartridge removal. Symptoms included no reported adverse physiological effects. Outcomes included the user discontinuing pump use and reverting to backup therapy. Investigation included customer interview, photo review, and troubleshooting and education provided remotely. Investigation of this case revealed a damaged connector and retained cartridge segment preventing normal removal. It was concluded that the event involved a device component breakage of the connector causing cartridge removal failure, with no patient injury, and that the user could continue cgm use separately while awaiting replacement.